Manufacturer narrative:
Bayer radiology quality assurance product analysis received and examined the returned product. The presence of a particulate was confirmed in the syringe barrel. The particulate measured approximately 75.0 mm in length and 1.5 mm in width. The particulate has the potential to fragment and break apart; therefore the potential to be injected into the patient exists. The product instructions for use instruct the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance.

Event description:
A bayer representative reported the following: the customer observed a strip of transparent material inside the syringe barrel from an art 700 syr (cv) syringe kit, lot number 8400856 before use. There was no injury or adverse outcome reported.